Event description:
Healthcare professional reported after injection with juvederm voluma the patient reported that "it feels like the sun on their cheek" and the cheek is "warm and red". The patient was treated with "antibiotics".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "it feels like the sun of their cheek" and the cheek is "warm and red" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Medwatch sent to FDA on 06/02/2016. Additional information: age/date of birth, sex, relevant tests/lab data, other relevant history, brand name, model and lot #, concomitant medical products, evaluation codes.

Event description:
Further follow up with the injecting physician revealed the following information: the patient was injected with 2 syringes of juvéderm voluma xc in the cheeks and posterior jawline. The evening of the injection, the patient experienced erythema at the cheeks and inflammation. Three (3) days after injection, the patient was treated with oral antibiotics. Four (4) days after injection the patient was treated with topical desonide 0.05% lotion. The erythema resolved approximately 2 weeks after the initial injection. The physician believes the event is probably not related to the filler. The etiology is believed to be an ¿allergic reaction to the topical anesthetic ¿blt¿ but not 100% certain." Teoxane skin care serum was used concomitantly with the injection.